Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age and weight not provided for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was conducted. The report indicates that the: part number 02.124.224, lot number h109044, date of manufacture (release to warehouse date): 14 june 2016, place of manufacture: synthes USA- (B)(4), expiration date: 31 may 2025. Lot h109044, part number 02.124.224s, work order (B)(4). A review of the device history record (DHR) for lot h109044, part number 02.124.224s (description: 3.5 mm lcp proximal tibia plate low bend 16h/232 mm/right-sterile), work order 4475308 revealed zero manufacturing/complaint related anomalies. The documentation reviewed shows that lot h109044 was processed through normal manufacturing and inspection operations without any confirmed non-conformance's. The DHR evaluation confirms that the lot met all documentation, dimensional, and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on 09/15/2017 that on (B)(6) 2017, patient underwent hardware removal surgery due to nonunion. The initial surgery took place on (B)(6) 2016 for open reduction internal fixation (orif) for a proximal tibia fracture using depuy synthes devices. The nonunion caused the proximal tibia plate to break in half while the screws stayed intact. The revision procedure used the medical devices of smith and nephew (tibia plate and screws). There was no surgical delay, no fragments generated from broken device, no additional medical intervention or x-rays required. Surgery was completed successfully and patient outcome was stable. This complaint involves one part concomitant parts: screws(part number: 212.115, lot number unknown, quantity: 1), (part number: 212.129, lot number unknown, quantity: 1) (part number: 212.112, lot number unknown, quantity: 2), (part number: 212.239, lot number unknown, quantity: 2), (part number: 212.330, lot number unknown, quantity: 1), (part number: 02.200.030, lot number unknown, quantity:1) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date of device breakage and non-union is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.